Event description:
It was reported to philips that the allura system was not booting up completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with m-cabinet power supply. The fse replaced the 24 volt supply in the m-cabinet which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnostic procedure could not be done as system was not booting into application mode. The system was restarted but no improvement was seen on the reported issue. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions confirmed that the 24 volts supply in the m-cabinet was not functioning properly and needed to be replaced. Fse replaced the 24 volts supply in the m-cabinet . Failure part analysis of the defective 24 volts supply indicated that there was electronic failure . After replacement of 24 volts supply in the m-cabinet the system was returned to use in good working order. The codes were updated based on the investigation outcome.